Event description:
A dialysis facility reported excessive fluid removal on a hemodialysis patient. The patient experienced cramps, vomiting and hypotension during the treatment. She was 2.2 kg. Below dry weight post dialysis. She received 1400 ml of normal saline and was stable upon discharge. There was no serious patient injury or illness.

Event description:
A dialysis facility reported excessive fluid removal on a hemodialysis patient. The patient experienced cramps, and became hypotensive and diaphoretic during the treatment. He was 1.8 kg. Below dry weight post dialysis. He received 1000 ml of normal saline and was stable upon discharge. There was no serious patient injury or illness.